Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent strut damage was noticed. During preparation of a taxus express2 - 2.5 x 8 mm drug eluting stent it was noticed that the stent struts were bent and was unable to pass through a touhy. Consequently, the stent never touched the patient. No patient injury or complication was reported. The procedure was successfully completed using another taxus express2 - 2.5 x 8 mm drug eluting stent. Patient status is reported as "satisfactory/good".